Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Process evaluation was performed. DHR reviewed showed no ncrs, capas, instrument repairs or other anomalies related to this complaint. Results: no results available since no evaluation performed. Conclusion: device not returned. Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. An unidentified (B)(6) year-old male weighing (B)(6)received a 330 unit/kg intravenous bolus dose of heparin prior to the start of a coronary artery bypass graft procedure. The target act was 480 to 500 seconds. The act results reported with the hemochron signature elite and act plus system were as expected except for a single out-of-range high error that was recorded midway through the operation. There was no report of additional heparin doses administered. The instrument passed both electronic and liquid quality controls prior to the procedure according to the end user.

Manufacturer narrative:
This MDR follow-up #1 submitted on 08/04/2016 summarizes the results under investigation lsr 2016-css-056, which tested retailed samples from the same jact+ cuvette lot (j5jac611) named in the child case. This references accriva diagnostics' complaint number (B)(4) (parent case (B)(6)) submitted on (B)(6) 2016 for the hemochron signature elite instrument (serial number (B)(4)). Additional information: model jact+; catalog # jact+; expiration date 12/31/2016. Device available for evaluation? Yes. Date received by manufacturer 06/23/2016. PMA PMA/510(k) k941007. Type of report: follow-up #1. Device evaluated by manufacturer? Yes. Device manufacturing date 09/17/2015. Labeled for single use? Yes. Initial use of device? Yes. Method code: reserve samples tested from same lot, no failure detected. Results code: no failure detected. Conclusion code: unable to confirm complaint.

Event description:
Follow-up #1.